Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the coil was returned for evaluation. The coil interlocking arm was found detached and was missing from the rest of the coil. The coil was noted to be stretched from where the interlocking arm was supposed to be. The zap tip of the coil has a smooth surface upon microscopic inspection. The coil dimensions that could be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-aug-2017. It was reported that the coil detached prematurely inside the catheter. The target lesion was located in a severely tortuous internal iliac artery(iia). An 8mm x 20cm interlock¿-35 was selected for use. During procedure, an imager catheter was engaged in the iia, it was then observed that the interlocking arm of the coil detached from the interlocking arm of the delivery wire inside the catheter. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the interlocking arm of the coil detached.